Event description:
Medtronic received report that the concerto coil was blocked and broken before delivery. It was noted the device was prepared per the instructions for use (IFU). The coil was replaced to complete the procedure successfully. There was no harm or injury to the patient who was undergoing gonadic vein embolization. The lesion length was 30mm. There were no a bnormalities reported in relation to the patient's anatomy. There was no noted tortuosity of the vessel, nor any vessel calcification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.